Event description:
It was reported that the user was having difficulty unlocking the ilet screen, suggesting a screen responsiveness or user interface accessibility issue. Symptoms included no reported clinical effects. Outcomes included no reported impact on health or care. Investigation included attempted remote troubleshooting outreach. Investigation of this case revealed no confirmed device malfunction or component failure due to inability to reach the user for troubleshooting. It was concluded, based on previously established findings for similar reports, that the cause was undetermined pending user engagement for troubleshooting.